Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2021. H3 investigational narrative: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code j771d. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: where was the needle tip found? If inside the patient, how was the needle piece retrieved? Was it retrieved during the same procedure? Was additional dissection required in other organs/tissues other than the target tissue? Was there any additional tissue damage as a result of searching for the needle piece? What tissue was being sutured when the event occurred? Could you please provide the lot number? Procedure name? Device return status/follow up. The product was used for oral surgery. The broken needle fragment fell into the body once, but was removed without losing sight. No additional incisions, reoperations, etc. Were performed at the time of needle removal. The patient is recovering well. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an oral procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke. The broken needle tip was found. There were no patient consequences reported. Additional information was requested.